Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryo ablation procedure, an echocardiography indicated a pericardial effusion. Drainage was performed. The case was completed with cryo. It was further reported that the patient was stable and discharged without extended hospitalization. No further patient complications have been reported as a result of this event.